Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The patient experienced increased spasticity starting on (B)(6) 2018. The patient was taken to the hospital. The patient was transferred to another hospital. The logs were read, and low battery occurred on (B)(4) 2018. Elective replacement indicator (eri) was 12 months. The low battery reset was still in place and has not been resolved. The patient was on oral baclofen until the family decides if they want the pump replaced. The pump was running at 12.5 mcg/day. The cause of the alarm not being heard was not determined. The patient ¿s mother stated that someone did hear an alarm, and no one thought it was the pump; looking back, they realized it was the pump. The patient¿s weight at the time of the event was (B)(6) pounds.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving baclofen 2000 mcg/ml; 380.4 mcg/day via an implantable pump. Indication for use was intractable spasticity and cerebral palsy. The date of the event was (B)(6) 2018. It was reported an alarm was not heard and was confirmed by telemetry. The pump logs were checked, and low battery reset occurred on (B)(6) 2018. The hcp wanted to confirm the pump will remain at minimum rate. The patient was on oral baclofen now. The hcp was going to try that first and decide whether to replace the pump or not. The hcp wanted to keep something going through the catheter until they decide whether to replace the pump or not. No symptoms were reported. No further complications were reported.

Manufacturer narrative:
Update/correction: added adverse event .if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.